Event description:
The customer reported that they can't charge the power/can't power the device on. There was no patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.